Event description:
Reporter indicated the patient's vns lead was not explanted on (B)(6) 2012 as was previously reported. The generator was explanted on (B)(6) 2012, but the lead remained implanted. The lead site later became infected, and surgery to explant the lead occurred on (B)(6) 2012. The lead site infection was a continuation of the previous infection at the generator site. The patient had no trauma and did not manipulate the device. The patient is recovering satisfactorily from the lead explant surgery.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient developed an infection at the vns generator site in the chest, and the generator was also extruding through a dime-sized area of the skin. The patient wears a special pulmonary vest daily that is very heavy, and it is believed the vest caused rubbing against the vns generator site and led to the infection and extrusion. The patient had no other trauma, no device manipulation, or any medication or diet changes that may have precipitated the events. Cultures of the wound site were performed, but the causative organism was not provided. The extrusion and infection was first noted on (B)(6) 2012. The vns generator and lead were explanted from the patient on (B)(6) 2012, and the patient also received antibiotic therapy. The patient has recovered from the infection and may receive a new vns generator and lead in the future, but surgery has not occurred to date.

Event description:
Reporter indicated the patient was implanted with a new vns generator and lead on (B)(6) 2013.